Event description:
Customer repeated "cartridge error" that resulted in the loss of insulin and cartridges. These problems caused her blood glucose levels to exceed 500 mg/dl, displaying only as "high," and she administered a correction injection to manage it. Technical support confirmed that the pump's damaged housing was cosmetic but acknowledged its charging difficulties, leading to the decision to replace the pump. A replacement pump was sent, and she was advised on the appropriate procedures for returning the malfunctioning device.